Event description:
Oscillator shut off on its hown while ventilating pt. Pt was bagged and subsequently placed on another oscillator. Pt was later transferred to another facility for a higher level of care. While on pt oscillator just shut down, no alarms were going it just "died". Dates of use: 2008. Event abated after use stopped or dose reduced? No.